Event description:
It was reported to philips that, during servicing of the device, the device output was found to be low. There was no patient involvement. A philips repair bench technician evaluated the device. The reported issue was confirmed and traced to a faulty capacitor. The technician replaced the capacitor. The device passed all performance assurance tests and was returned to the customer.